Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius that the combiset bloodlines separated during a patient's hemodialysis (hd) treatment. The lines came apart at the "t" intersection where the saline and arterial lines meet. Additional information was obtained during follow-up with a registered nurse (rn). The reported issue occurred upon completion of the patient¿s hemodialysis (hd) treatment on the 2008t machine. The patient¿s estimated blood loss (ebl) is 200 ml. There was no serious injury nor required medical intervention. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius that the combiset bloodlines separated during a patient's hemodialysis (hd) treatment. The lines came apart at the "t" intersection where the saline and arterial lines meet. Additional information was obtained during follow-up with a registered nurse (rn). The reported issue occurred upon completion of the patient¿s hemodialysis (hd) treatment on the 2008t machine. The patient¿s estimated blood loss (ebl) is 200 ml. There was no serious injury nor required medical intervention. The sample was reported to be available to be returned to the manufacturer for physical evaluation.